Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the second day after implant, the patient¿s diaphragm fluctuated significantly, and the voltage was lower than the pacing threshold. It was noted that the left ventricular (lv) lead position needed to be adjusted. After the lv lead was removed, a full thrombus was discovered that could not be cleaned, so a new lv lead was used to complete the surgery. No further patient complications have been reported as a result of this event.